Event description:
It was reported that the device had a software reset on and was successfully reprogrammed. The physician opted to upgrade the ICD shortly after clearing the software reset.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomaly was found.